Event description:
It was reported that on unknown date the hand piece for battery powered driver buttons are malfunctioning. The issue was observed during routine field maintenance. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product investigation: service and repair evaluation. The customer reported that on unknown date the hand piece for battery powered driver buttons are malfunctioning. The repair technician reported that discolored pins and vent, cracked contact plate, discolored wires, rust on motor, debris on barriers, damaged switch plate, device run low in fast forward, run intermittent in forward and reverse mode. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H6: device history record (DHR) review conducted: part # 05.000.008, supplier lot # na, synthes lot # 006777, release to warehouse date: 08-jan-2020. Manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.